Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets tubing leakage at the site events on (B)(6) 2023.the infusion set was in use for three to four hours.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 5. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 19-march-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for flow, leak test. All test results were within specifications. The batch record 5359454 was verified and it was found within specifications. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 18/mar/2026 against lot number 5359454 and similar malfunction codes: insertion site egress - trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified). The review confirmed that lot 5359454 and the identified failure mode are not associated with any non conformance report (ncrs) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 18/mar/2026 against lot number criteria equal 5359454 and similar malfunction codes:insertion site egress - trace moisture / superficial wetness,leakage from infusion site (cannula base part/cannula) (specific cause not identified). The number of complaints is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 5359454 was manufactured according to work instruction (wi) version 86 and manufactured in the m10 and m14, on 06/aug/2021 with a total of (B)(4) units. The sub-assembly: welding lot 5359325 was manufactured according to the work instruction (wi) version 28 and assembled in the machine ls11, ls06, and ls07, on 05-aug-2021, with a total of (B)(4) units. Review of the DHR showed that during outgoing inspection, a deviation (ccr idpd 00052) was identified related to the implementation of a 2d barcode in lot 5359454. The DHR confirmed that all relevant tests required for the associated processes were completed and met the specified requirements. No additional deviations were identified, and no maintenance events were recorded that could be associated with the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). The investigation for this complaint was previously completed on 27-nov 2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaints for lot 5359454. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.